Manufacturer narrative:
Although requested, patient demographics not provided. Estimated date provided as an incomplete date of event of (B)(6) 2018 was provided by the customer. Although requested, the model number of the suspect device was not provided. The brand name is a generic alaris® pump module administration set; therefore the lot number, expiration date, UDI and manufacture date are unknown. This event was originally reported under MFR report number 2016493-2018-00966, however upon review it was noted to have been inadvertently reported under the incorrect fei number. Due to the nature of the reported event that the tpa bag was empty, and the side chamber of the alaris pump chamber was saturated in wet liquid with excess dripping on the floor when the side chamber was opened, the manufacturer considers this to likely be a tubing event. The device was not returned for evaluation. Therefore the reported event of leaking could not be confirmed. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tissue plasminogen activator (tpa) infusion started at 1140. Tpa noticed to be empty and side chamber of alaris pump chamber saturated in wet liquid with excess dripping on floor when side chamber opened. No patient harm. Biomed indicated a fail for rate accuracy when tested by biomed - recorded value 11.5g. Biomed sending out to OEM for repair. Waiting to obtain further information from biomed. We do not have the infusion or infusion tubing to check for possible leaks in those systems.".